Event description:
It was reported that episodes of non-sustained ventricular oversensing due to myopotential oversensing were observed. Programming changes were made and resolved the myopotential oversensing. Monitoring will continue. No patient symptoms reported.